Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Postal code: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2022, the patient underwent surgery with vatcp. After surgery, on (B)(6), 2022, dislocation of the affected site was confirmed by x-ray. On (B)(6), 2022, the x-ray of the affected site was taken again, and it showed that further dislocation was progressing. The surgeon assumed that the screw is highly likely broken. The surgeon commented that the reduction performed at the initial surgery might be insufficient/improper. Additional treatment seems to be not planned because the patient does not complain pain. No further information is available. This report is for one va-lcp-2-column drp2.4 volar r shaft 3ho. This is report 2 of 2 for complaint (B)(4).